Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 03.114.001 lot#: h161606 (non-sterile) - 1.1 mm lcp threaded drill guide for 1.5 mm lcp plates. Quantity: (B)(4). Inspection sheet for incoming final inspection & certificate of compliance received from (B)(6) meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: supplier - (B)(6). Packaged by : (B)(6). Manufacturing date: dec 30, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. It is reported the veterinary surgeon could not attach the locking compression plate (lcp) threaded drill guide to the lcp plate. No patient or surgical involvement. Concomitant devices reported: lcp plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) lcp threaded drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. This complaint is confirmed. This issue has been identified and escalated to appropriate team. Appropriate actions have been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.